Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: 1. How was the product purchased? (Answer) distributor team noticed that customers purchased them from black market at a very low prices, that¿s led us to raise this complain to check them. 2. Is there an indication of how the product was distributed? (Answer) not identified, also end user dont accept to disclose the source of purchase . 3. Is there any indication of the source? (Answer) no. 4. Based on the packaging, is there any indication of which market the original genuine product may have come from? (Answer) no ¿ as confirmed by the distributor team. 5. Was the device used on a patient? If so, was there any patient consequence? (Answer) no idea if it was used on patient or not , as end user dont disclose any information. 6. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. (Answer) currently not available, however we can ask the distributor team to purchase 1 pcs, if they would be able to find it. 7. How many devices are suspected to be counterfeit? (Answer) as mentioned in the complaint raised (B)(4), as distributor team could identify. Additional information: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code (B)(4), lot # t40u16, exp. Date: 2025-05-31. The lot number was reviewed, and it belongs to a (B)(4) device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system (B)(4). Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standard. An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.